Manufacturer narrative:
Other relevant device(s) are: product ID 8780, lot/serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter, ubd: 22-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 10 mg/ml of dilaudid at 2 mg/day, 3 mcg/ml of prialt at 0.6 mcg/day, and 10 mg/ml of bupivacaine at 2 mg/day via an implantable pump. It was reported the patient never had good therapeutic effect for the entire duration of intrathecal therapy, even with increased infusion rates and attempting multiple medications. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The patient's 8780 catheter was originally implanted in the ventral space. The physician replaced the spinal segment of the 8780 catheter and implanted a new 8782 catheter in the dorsal space by splicing the 8782 catheter onto the existing 8780 catheter. It was unknown if the issue was resolved at the time of the report, (B)(6) 2020. The spinal segment from the 8780 remained implanted in the patient as the physician did not want to create a potential csf(cerebrospinal fluid) leak situation. The catheter was clamped off with vascular clips. Therefore, there would be no product to return.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the catheter was intentionally implanted in the ventral space as that was the direction the catheter threaded with the initial placement. Since the distal catheter was moved from ventral to dorsal placement, the patient was receiving efficacious therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.